Event description:
It was reported that the patient had his ams800 artificial urinary sphincter (aus) device replaced on an unknown date. The reason for the revision surgery was not provided. A new aus device consisting of a 4.5cm cuff, 61cm prb and control pump were implanted. No patient complications were reported in relation with this event.

Event description:
It was reported that the patient had his ams800 artificial urinary sphincter (aus) device replaced on an unknown date. The reason for the revision surgery was not provided. A new aus device consisting of a 4.5cm cuff, 61cm prb and control pump were implanted. No patient complications were reported in relation with this event.

Manufacturer narrative:
Analysis results: the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. No allegation(s) were reported. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.